Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter separated during advancement over the guide wire and prior to entering the patient. The balloon catheter was removed, and the case was completed with another balloon catheter. Reportedly, no patient injury was associated with the event.